Event description:
The respirator valve was not sealing appropriately. Manufacturer response for venus n95 mask, venus (per site reporter) n/a.

Event description:
The respirator valve was not sealing appropriately. Manufacturer response for venus n95 mask, venus (per site reporter). N/a.

Event description:
The respirator valve was not sealing appropriately. ====================== manufacturer response for venus n95 mask, venus (per site reporter) ====================== n/a